Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported via national breast implant registry "change shape/size/style, other". This record is for right side. The device was explanted.